Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a cine disk not available error message. This would prevent the cine function from operating. There is no report of injury or death associated with the event described in this complaint.